Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000150983. A patient experienced a cerebrospinal fluid leak while placing epidural needled was reported to abbott. A blood patch was performed and no complaints of headache in recovery. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2024 the patient experienced a csf leak. The physician performed a blood patch to rectify the issue. The patient was reportedly asymptomatic following the surgery.